Manufacturer narrative:
On 11/7/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed an area of shell abrasion within a crease in the posterior aspect. Leak testing was performed and revealed a tear measuring approximately less than 0.1 cm within the shell abrasion and the crease. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 9/11/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the correct date of event was (B)(6) 2018. Mentor also became aware that the patient also suffered right side capsular contracture; baker grade IV, post-operatively. This was reported under 1645337-2019-20866. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.